Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set separated directly above the upper fitment. The following information was provided by the initial reporter: cvicu 2 nurse stated he had an IV tubing set that separated directly above the upper fitment. He believed the IV had recently been started and there was nothing that would have pulled the set apart. The medication was magnesium sulfate.

Event description:
It was reported that the unspecified bd infusion set separated directly above the upper fitment. The following information was provided by the initial reporter: cvicu 2 nurse stated he had an IV tubing set that separated directly above the upper fitment. He believed the IV had recently been started and there was nothing that would have pulled the set apart. The medication was magnesium sulfate.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of separation no leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.